Event description:
No additional information received material # 305197 batch # 4046343 it was reported by customer that issue with the 16 g bd precision guide needle. Verbatim: rcc received a complaint via email. Email(s) attached. We have an issue with the 16 g bd precision guide needle.

Manufacturer narrative:
Pr (B)(4) follow up. It was reported there was a floater in the syringe after using a bd needle. As the needle reported was not returned, a thorough sample evaluation could not be performed. To aid in the investigation, one syringe sample and two photos were provided for evaluation by our quality team. The sample received is a 10ml syringe that is not produced by this site. A visual inspection was performed, and the syringe rubber stopper has a particle that is 1/16" in size. One photo provided shows a packaging blister top web. The other photo shows the sample received. The sample was sent to a laboratory for analysis. The closest match was 71.57% to silicone coated masking tape. The percent match is low and considered inconclusive. Since the foreign matter was adhered to the syringe rubber stopper, the presence of the existing silicone could have interfered with the testing results. A device history record review was completed for provided material number 305197, lot 4046343. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this needle lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305197 batch # 4046343 it was reported by customer that issue with the 16 g bd precision guide needle. Could you please provide a further description of the issue? Pharmacist came to me and said they found a floater in the syringe after using a bd precisionguide 16x1¿needle. It appeared to be part of the glue that links the metal needle to the plastic connector of the needle. 2. Kindly provide the date of event? Wednesday, (B)(6) 2024 3. Please share the material & lot number?needle, lot: 4046343, 2029-1-31 4. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No negative outcome other than a wasted bag of drug (don¿t remember name). Did not make it to the patient.